Event description:
On (B)(6) 2011, the pt underwent surgery with the omega plus twin hook. Six month after the surgery, the compression screw loosened to lateral side. Therefore, on (B)(6) 2011, the surgeon removed the compression screw.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.